Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/29/2023, it was reported by a patient via phone that on (B)(6) 2023, surgery was performed in which an arthrex clavicle plate was implanted. On sunday on (B)(6) 2023, when the patient went to give a hug, a loud noise was heard coming from the shoulder area. The patient went to the emergency room and followed up with the surgeon. The patient's bone was not broken; however, the x-ray showed the plate was broken. Per the patient, revision surgery will be performed on (B)(6) 2023. Additional information received on 7/10/2023: the patient underwent revision surgery; the date is unknown at this time. The broken plate was replaced with bone graft. No further information was provided. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.